Event description:
The cath lab mgr reported that the device was inserted into a 57 year old male pt and it was placed up and around the aortic arch. The physician attempted to seat the device in the artery, but it folded over on itself. The physician tried to place a .035j wire through the device but was unsuccessfull. He then attempted to place a .063 wire through the device and then the end of the device broke off in the pt. The physician snared the end of the broken piece of the device and brought it down to the femoral artery. The pt was then brought to surgery for extrication of the piece of the device and bypass surgery. The pt was reported as having an uneventful recovery after surgery.